Manufacturer narrative:
(B)(4) investigation results: no customer returned samples were received for investigation. A study was performed to confirm the reference range of the clinical chemistry calcium reagent on serum and plasma. Samples consisted of control, (B)(6) survey samples, and human serum and plasma samples including the sample returns from another similar complaint being investigated for the same issue. All patient samples passed the reference range criteria on each calcium reagent/ mcc calibrator lot combination on the c8000. Controls and (B)(6) samples were used to compare reagent lots and calibrator lots. Differences up to 2% were observed between the eight different reagent/calibrator combinations. Based on the information provided and the results of our in-house testing, no product deficiencies were identified. The clinical chemistry calcium assay, ln 7d61-20 is performing as expected. This is a final report.

Event description:
The account generated a high architec calcium result that tested lower at a reference laboratory on a pt specimen. The specimen generated an architect calcium = 4.77 mmol/l on a serum sample that repeated architect calcium = 4.01 mmol/l. The specimen was sent to a reference laboratory which repeatedly tested vitros and architect calcium = 2 mmol/l. The account stated the lab normal range for calcium is 2.1 to 2.55 mmol/l. The high architect calcium result was not reported outside of the laboratory. No impact to pt management was reported.

Manufacturer narrative:
Investigation in progress, no eval or conclusion can be determined at this time. This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.